Event description:
Results of "5.2 mmol/l" with a lifescan meter and "7.1 mmol/l" on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and control solution were replaced.